Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure outside the patient, the wire was broken before used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result). The returned truetome 44 was analyzed, and a visual and microscopic evaluation noted that at the distal tip, the wire anchor was blackened and dislodged or dislocated from distal pierce hole. Additionally, the working length was torn. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was torn at the pierce hole. The condition could have been generated by submitting the cutting wire to tension during the handle actuation, with the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to tear and displacing or dislodge the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure outside the patient, the wire was broken before used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter email) has been updated with the additional information received on october 21, 2025. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result) the returned truetome 44 was analyzed, and a visual and microscopic evaluation noted that at the distal tip, the wire anchor was blackened and dislodged or dislocated from distal pierce hole. Additionally, the working length was torn. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was torn at the pierce hole. The condition could have been generated by submitting the cutting wire to tension during the handle actuation, with the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to tear and displacing or dislodge the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure outside the patient, the wire was broken before used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.